Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h3, h6. The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the information available, the root cause of the reported event cannot be established. However, based on the document review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2016, a pvs27 was implanted in aortic position. On (B)(6) 2016 (postoperative day 8), a permanent pacemaker was implanted due to avb block type ii. The patient was discharged on (B)(6) 2016 with a good valve functionality. No device-related adverse events are reported on the registry.